Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged four days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 5 involved in this peritonitis event.